Event description:
The pt was reportedly implanted with an unspecified MFR's pelvic mesh product(s) on (B)(6) 2008 at (B)(6). The pt and her attorney have alleged that as a result of this/these product(s) being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type/ to what extent intervention was performed, specific correlation between device performance and alleged injury, and current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Product name unk; product unspecified. Product common name unk; product unspecified. Lot number provided by the complainant, product expire date unk; lot number not provided, product catalog number unk, product unspecified. Surgeon name not provided by the complainant. Implant date not provided by the complainant. 510 (k) unk; product unspecified. Product mfg date unk; lot number unk. Conclusions codes - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between a cook biotech inc manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.